Event description:
It was reported that the patient received an inappropriate shock due to oversensing of non-physiologic noise. The smartpass had programmed itself off. Technical services advised some programming options. The clinic will have the patient come in for a system follow-up. There were no adverse patient effects. The system remains implanted. This product is included in the CAPA (B)(4): emblem sense b noise.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint for more information regarding the specific circumstances of this event.